Event description:
It was reported that during a thyroidectomy procedure, the hand switch could not be activated. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 11/03/2008. Info anticipated, but unavailable at this time.